Event description:
The customer called and reported receiving a sensor reading of 66 mg/dl when her blood glucose was actually 295 mg/dl. The customer changed the sensor, went through the warm up and calibrated and sensor told her her blood glucose was low, but she was actually over 400 mg/dl, due to stress. Sensor insertion and calibration techniques were discussed. Customer also reported irritation after removing the sensor site. She was advised to speak to healthcare provider about irritation and alternative sites. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside the sensor base. Unable to confirm that the customer received the sensor in that condition due to the product being returned opened/used. Unable to perform or reproduce the skin irritation in the lab.